Manufacturer narrative:
Stryker evaluated the device and was unable to replicate the reported issue, but when device was inspected c181 on the ui pcba it was broken off. The ui pcba was replaced to repair the device. Root cause was determined to be a cracked and shorted capacitor c181 on the ui pcba, causing the device to display a white screen. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was unable to replicate the reported issue, but when device was inspected c181 on the ui pcba it was broken off. The ui pcba was replaced to repair the device. Root cause was determined to be a cracked and shorted capacitor c181 on the ui pcba, causing the device to display a white screen. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.